Event description:
It was reported that the patient underwent a right ventricular (rv) lead revision due to lead fracture. This lead was explanted, and a new one was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.